Event description:
The site reported that they had a case in which post procedure resulted in a pneumothorax. It was reported that case was uneventful, the navigation was successful and there was good visual verification with fluoroscopy. Some samples were taken with superdimension forceps after confirming the position remained partially contained within the target lesion. However, due to lack of sizable tissue samples with the superdimension forceps, samples were obtained with a larger, stiffer biopsy forceps (non-superdimension). It was reported that the position with this forceps may have been on and off the target with sampling as renavigation was indicated. After the case it was reported that there was a small pneumothorax. The patient received a chest tube and was released from the hospital after 3-4 days.

Manufacturer narrative:
The site has performed a successful case after this case with no difficulties or patient issues of any kind. Pneumothorax is a known complication when a lung biopsy is performed during a transbronchial lung biopsy, or CT-guided percutaneous biopsy with complication rates up to approximately 27% with the CT guided procedure. Biopsy tools are designed to have sharp edges and their function is to puncture or otherwise penetrate the tissue in order to collect a specimen. (B)(4).